Manufacturer narrative:
(B)(4). Date sent: 04/21/2025. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. The analysis results showed that fourteen gst60d reloads were received sterile and with no apparent damage. Thirteen returned reloads were opened and tested with a test device. The returned reloads was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reloads performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number 280d73, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 03/25/25 d4: batch #unk b3: only event year known: 2025. Additional information was requested, and the following was obtained: when did the customer remove the retaining caps from the cartridges (before loading into the device or after the cartridge is snapped in place)? Unknown. Sales rep is still trying to find out more details about the use of the magazines (reloading). Generally, the operating room nurses are instructed to only remove the magazine protector after reloading. I'm trying to find out assisted on those days and will ask + train again specifically! The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device gst60d with lot number 280d73; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve procedure, it was observed that the staplers did not fully staple the magazines. The first few centimeters were cut and stapled, while the rest of the tissue was only cut. The anastomosis was sutured manually. There was no patient consequence nor surgical delay reported. Additional information requested.